Event description:
Event description guidant received information that this coronary sinus lead may have dislodged. At the implantation procedure, the left ventricular threshold was 3.2 volts and currently, pacing cannot be achieved at 6.5 volts. The physician is considering replacing the guidant coronary sinus lead with a competitor's product.